Event description:
It was reported that customer saw cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, and was guided through performing pump reset to address issue.